Manufacturer narrative:
The reported issue was confirmed. The device was evaluated. During evaluation it was observed that ac cca board and power inlet module was electrically overstressed on the hot side. The ac cca board and power inlet module were replaced. The device passed all applicable testing and is ready for use."the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause. O inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided" the DHR review is not required and the risk review and labeling review is not required as the investigation was confirmed related to supplier issue. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient had been on therapy all day with no issues on the arctic sun device. The device alerting 01 (patient line open) and 02 (low flow). Mis walked nurse through stop therapy, drain and disconnect. Nurse reconnected pads holding nowhere near clear connectors and audible clicks with each connection verified. All lines straight with no bends or kinks. 4 pads connected. Nurse started therapy. The device primed and began alerting again with fluid delivery line open and low flow. The system diagnostics showed pt1 (patient temperature measurement) was 33c, outlet monitor temperature (t1) was 9.9c, outlet control temperature (t2) was 9.9c, inlet temperature (t3) was 24.1c, chiller temperature (t4) was 5.4c, water flow rate was 0 l/m, inlet pressure was -0.4psi, circulation pump command was 100 percentage, mixing pump command was 0 percentage, heater showed 0, water reservoir level showed 5, system hours were 5841.3 and pump hours were 5390.2. They did not have another device available for use. Mis advised nurse to send biomed labeled alert 01 (patient line open) and 02 (low flow). They would find alternate method for target temperature measurement . Per sample evaluation results received on 31mar2023, it was reported that the during evaluation observed that ac cca board and power inlet module was electrically overstressed on the hot side. It was stated that the double bend tube and chiller evaporator tube were found expanded. It was noted that that the replaced the ac cca board and power inlet module. It was also noted that the replaced the double bend tube and the chiller evaporator outlet tube.

Event description:
It was reported that the patient had been on therapy all day with no issues on the arctic sun device. The device alerting 01 (patient line open) and 02 (low flow). Mis walked nurse through stop therapy, drain and disconnect. Nurse reconnected pads holding nowhere near clear connectors and audible clicks with each connection verified. All lines straight with no bends or kinks. 4 pads connected. Nurse started therapy. The device primed and began alerting again with fluid delivery line open and low flow. The system diagnostics showed pt1 (patient temperature measurement) was 33c, outlet monitor temperature (t1) was 9.9c, outlet control temperature (t2) was 9.9c, inlet temperature (t3) was 24.1c, chiller temperature (t4) was 5.4c, water flow rate was 0 l/m, inlet pressure was -0.4psi, circulation pump command was 100 percentage, mixing pump command was 0 percentage, heater showed 0, water reservoir level showed 5, system hours were 5841.3 and pump hours were 5390.2. They did not have another device available for use. Mis advised nurse to send biomed labeled alert 01 (patient line open) and 02 (low flow). They would find alternate method for target temperature measurement (tw# 7324547). Per sample evaluation results received on 31mar2023, it was reported that the during evaluation observed that ac cca board and power inlet module was electrically overstressed on the hot side . It was stated that the double bend tube and chiller evaporator tube were found expanded. It was noted that that the replaced the ac cca board and power inlet module. It was also noted that the replaced the double bend tube and the chiller evaporator outlet tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.